Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. A functional check was performed, and the customer's reported problem was confirmed. The pump was found to be displaying "1871" error code on power up during the investigation. A locked-out motor was the cause of the issue. The motor will be replaced.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarm 1871. Event occurred during testing and no patient involvement. Unknown date of event.